Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high pacing impedance that was undefined on the lead. Oversensing was also noted to have occurred. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the high impedance occurred on the right atrial (ra) lead. It was noted that the ra lead exhibited a suspected fracture, rising impedance and polarity switch. The ra lead was reprogrammed and replaced. It was also noted that the ra lead exhibited undersensing and high thresholds.